Manufacturer narrative:
Returned for evaluation was a fiber and a sheath. Both devices were fractured into two pieces and the sheath shaft contained a kink. The fiber tip end had noted discoloration which appeared to be burned. The customer's reported complaint description of fiber fractured was confirmed. A review of the returned sample shows a fracture in the fiber and burnt/melted sheath. The fiber fractured during the procedure resulting in laser energy escaping and melting the sheath. There was a kink observed in the sheath so handling damage during use is a potential root cause for the fiber fracture. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. The directions for use which is supplied to the end user with this catalog number, contains the following statement "the end user is to align the compression clamp with the proximal site mark on the fiber and then tighten the compression clamp. The sheath is then to be withdrawn (with optical fiber) at a rate consistent with the venous anatomy". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during an evlt procedure, it was noted the fiber appeared to be charred. The procedure was aborted due to this event. There was no report of patient harm or injury. The disposable device has been returned to the manufacturer for a device evaluation.